Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. Analysis of device image indicated battery voltage was above elective replacement indicator (eri) level upon receipt. Further analysis performed found no anomaly, the device was able to be interrogated successfully throughout analysis. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported, the device has unable to use bluetooth (ble) telemetry for home monitoring. Troubleshooting was performed but unsuccessful to connect the device to a smartphone for home monitoring. The device was explanted and replaced to resolve the event. The patient was stable.